Manufacturer narrative:
Additional information: unique identifier (UDI) #, initial reporter e-mail, initial reporter addr 1, initial reporter city, initial reporter zip, initial reporter facility name, imdrf annex a and g grid. Additional information: manufacturer narrative. The root cause for the reported issue that the pump was blanking out and providing no alarm was not determined. The reported issue that the pump was blanking out and providing no alarm could not be confirmed. No further investigation of this event is possible at this time, and insufficient patient information was provided.

Event description:
It was reported that the pump was blanking out and providing no alarm. There was a patient on critical medication that was impacted.

Manufacturer narrative:
The actual date of event is unknown. Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the pump was blanking out and providing no alarm. There was a patient on critical medication that was impacted.